Event description:
It was reported that resident was anxious and confused at times. Staff had seen her feet over the bed rails; info reasonably suggests that during resident self-repositioning, the resident's right let slipped off of the mattress. It appears that the resident slid towards the floor between the bed rail and the mattress. Her body was found between the side rail and the mattress.